Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of issues with failed battery test. The customer states the device has been cycling through batteries at a fast rate. The customer's blood glucose level at the time of incident was 510mg/dl. Troubleshoot was conducted. The customer is being sent out a replacement battery cap, and was advised to monitor device and call back if issues persist.